Event description:
Customer reportedly received results of 500 mg/dl and 80 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Caller tested 2.8 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).